Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer reported that batteries needed to be changed daily. Customer also reported that newly replaced battery cap did not solve the issue. Customer's blood glucose was 423 mg/dl as a result of the insulin pump shutting off without warning. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test were normal. No unexpected low battery, off no power or battery indicator anomaly noted. The insulin pump was received with minor scratched display window, cracked at the display window corner and cracked reservoir tube lip.